Manufacturer narrative:
On march 28, 2022, mentor updated the complaint's coding for accuracy. The medical device problem code field has been updated with "use of device problem (a23)" in section h6 of this report. On april 11, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the artoura ss, t exp, uhp, 650cc tissue expander had a crease/fold on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the tissue expander is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Tissue expanders may also simply wear out over time. According to the date of implantation and explantation, it was noticed that the device remained implanted for more than 6 months. Per mentor instructions for use (IFU), tissue expanders are not intended for implantation beyond 6 months. Therefore, this device was used in an error manner. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor updated section h6 to "improper or incorrect procedure or method" for better codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 21, 2022, mentor received additional information regarding the patient's details. The new information has been updated in section a. Additional information regarding the patient's procedure was also received. The patient's procedure was amended to primary breast reconstruction. On january 05, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an artoura breast tissue expander and experienced deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. The tissue expander was in use for more than six months, which is considered off label use of the product.